Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a clinical study patient had an unknown bioprosthetic valve disabled due to unknown reasons. A 23mm valve was implanted using the valve in valve procedure. No additional information was provided.

Event description:
Edwards received information that a clinical study patient had an unknown 23mm bioprosthetic valve disabled due to severe aortic stenosis after approximately seven years. A sapien 3 23mm valve was implanted using the valve in valve procedure. The patient was brought to the cv ICU in stable, but guarded condition. Postoperatively, there was no paravalvular leak as confirmed by angiography and tee. There was excellent hemostasis with no vascular complications or coronary obstruction. The patient was discharged on pod #1.